Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the device. The patient was seen in the office to cycle the device, but was ineffective. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. The patient made a full recovery.